Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient questioned bolus advice on his meter. Patient's blood sugar today was 243 mg/dl today. Meter gave correction bolus advice between 11 and 12 units. Patient manually calculated his correction bolus at 14.3 units. Patient blames the meter's bolus advice for high blood sugar. Patient uses the pump to correct high blood sugar and does not require outside assistance to treat his blood sugar. No adverse event reported. A request was made for the return of the device, replacement sent.